Event description:
It was reported that noise was observed from the right atrial (ra) lead due to suspected insulation damage. The physician elected to surgically cap and abandon the ra lead. A new ra lead was implanted to resolve the event. The patient was stable with no additional adverse consequences. The ra lead remains implanted, but capped and out of service.